Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Per the legal manufacturer, the subject device was a product released prior to implementation of a design change to the power switch; therefore, it is inferred that the power switch was broken due to the excessive operating force applied to the power switch and the frequency of use.

Manufacturer narrative:
The device was returned to olympus and evaluated. The user reported problem was confirmed; the power switch was noted broken and the device could only be powered on using the bar behind the existing switch assembly.

Event description:
A user facility reported to olympus that their evis exera iii xenon light source power switch did "not retract back - looks broken." The reported problem occurred during preparation for use. The user facility reporter indicated no patient harm or injury occurred associated with the reported problem. The procedure was completed with another similar device. The intended procedure is unknown.